Manufacturer narrative:
The customer did not provide the lot number for the plates in question, and did not submit the cap survey strain for investigation. As a result, biomérieux investigation group was not able to directly test retained plate samples from the customer lot, nor confirm the cap survey strain. Of note, the issue described is within the product limitations of chromid® (B)(6) agar and noted within chromid® documentation - ¿rare (B)(6) strains may grow on chromid® (B)(6) without producing a green color at 24 hours.¿ the alpha-glucosidase activity (green coloration) of the (B)(6) could be slightly expressed if the patient is already under treatment with a strain that is more sensitive or when quality control samples are lyophilized. Another potential root cause to explain the lack of coloration is the exposure to light. The chromogenic substrate is very sensitive to light and product documentation addresses this limitation: ¿minimize exposure to light both before and during incubation, as prolonged exposure may result in reduced recovery and/or coloration of isolates.¿ as the performance for the products chromid (B)(6) agar ¿ reference 43841, and chromid (B)(6)/said agar ¿ reference 414524 remains within specifications, neither corrective nor preventive actions are required.

Event description:
A customer in the united states reported a false negative result on chromid® (B)(6). No green pigmentation of an (B)(6) strain was observed from a cap survey on the chromid (B)(6) 20 plate, reference 414524. The impacted lot number was not provided. The customer reported that no patient was impacted as the plate was used for a cap survey. Quality control testing has been performed by the customer; the results were in conformance with specifications. A biomérieux internal investigation will be initiated.